Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, an electrocardiogram showed no atrial activity from the right atrial (ra) lead. Upon device interrogation, the ra lead was found to exhibit far field r-wave oversensing. An x-ray revealed that the ra lead had dislodged and fallen into the right ventricle. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.